Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
1. Date of medical device use: (B)(6) 2025. 2. Reason for medical device use: infusion of preoperative fluids. 3. Circumstances of medical device use (whether used normally): no. 4. Date of adverse event occurrence: (B)(6) 2025. 5. Circumstances of adverse event: leakage of solution at the needle-free connector during infusion. 6. Date of corrective action: (B)(6) 2025. 7. Outcome after intervention: prompt replacement with a new needle-free connector and reporting to the equipment department.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4214859. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.